Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The workstation cables and connectors were checked during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the system's left monitor was black when images were taken. No patient injury was reported.